Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty alarm (B)(6) assembly for evaluation. As of (B)(6) 2011, the alleged faulty alarm (B)(4) assembly has not been received. Once the alarm speaker assembly has been received and the evaluation completed, a follow-up medwatch report will be submitted. A review of the carefusion complaint system for the past 90 days did not find any verified like failures, thus at present carefusion considers this to be an isolated incident.

Event description:
The following information concerning the event was copied from an e-mail from the foreign distributor. "Description of problem according to our engineer, there are times that there are no sounds that can be heard from this speaker (B)(6) but there are times that it works.